Manufacturer narrative:
The insulin pump was programmed and monitored for two days and no hot battery noted. Unit passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The drive support cap was inspected and anomaly was noted. Unit was received with scratched display window and cracked battery tube threads noted during visual inspection.

Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was unknown. Caller stated that the customer had a car accident in (B)(6) 2012 and the insulin pump flew off customer. Caller stated that the drive support cap was sticking out and the customer pushed it back in. Nothing further was reported.